Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: item number 010000663 item name g7 pps ltd acet shell 52e lot # 6250362. Item number 010000998 item name g7 screw 6.5mm x 25mm lot # 6139748. Item number 010000999 item name g7 screw 6.5mm x 30mm lot # 6204654. Item number 110024463 item name g7 dual mobility liner 42mme lot # 975540. Item number ep-200148 item name act artic e1 hip brg28x42mm lot # 599350. Item number 00801102016 item name allen medullary cementplugs 1-16 mm diameter. Flange/8 mm diameter corestore in cool dry place lot # 63066613. Item number 00801802814 item name femoral head non-skirted12/14 taper lot # 63629906. Report source: (B)(6). The device will not be returned for analysis location unknown; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip arthroplasty. Subsequently, patient was revised due to periprosthetic fracture of the femur three (3) years post implantation. Attempts have been made and additional information on the reported event is unavailable at this time.